Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacment indicator was no, indicating that the generator had not reached end of service. Device diagnostic testing performed at office visit almost three months later resulted in high lead impedance test result. The pt had reportedly experienced a seizure four days earlier and noticed swelling at the generator site the following day. At the time of the office visit three days later, the swelling had gone down. The pt denies any recent injury or trauma that may have damaged the vns therapy system. The pt reports that pt can twist the generator around through the skin and that pt no longer feels device stimulation. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the vns therapy system. The pt underwent vns therapy system explant and was not reimplanted due to problems with pt's insurance coverage. Explanting surgeon reportedly indicated that there may have been a problem with the pt's lead due to the type of seizures that the pt experiences pt arches pt's back during seizures. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the nature of the suspected lead problem. Lead break or generator/lead connection is suspected.

Event description:
Product analysis summary: analysis identified torsion breaks on both lead coils at the lead connector boot. The analysis was unable to identify when the breaks occurred, but the cut silicone boot suggest that they may be the result of the explant procedure. No pitting was observed on the broken coil wires. As a result, it isnot possible to determine if current was flowing at the time the lead breaks occurred. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pusle generator) did not show any condition that would have contributed to the reported event. As previously report, the lead breaks are likely a result of the patient twisting the generator.